Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of 3dmax mesh, patient was diagnosed with hernia recurrence and scar tissue thereby underwent repair. Hernia recurrence is a known inherent risk of surgery. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a 3dmax mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2012 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of two 3dmax mesh (device #1 & device #2). Per operative notes, ¿a small incision was made inferolateral to the umbilicus on the right side, the hernia sac was reduced and a 3dmax mesh was placed. Same procedure was repeated on the left side.¿ (B)(6) 2013 - patient was diagnosed with incisional hernia, recurrent right inguinal hernia and abdominal pain thereby underwent open repair. Per operative notes, ¿transverse skin incision over defect was made, omentum was dissected free and reduced. Prolene suture was used to close the incisional hernia defect. Dissection down to external oblique, large amount of preperitoneal fat-lipoma protruding through external ring. Probable recurrent hernia sac at base, repaired with prolene synthetic mesh. (Note, there was no mention/visualization of 3dmax mesh during this repair). (B)(6) 2014 - patient had discomfort, numbness in right groin without evidence of hernia recurrence.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 10-apr-2024 based on the date of awareness. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a 3dmax mesh. Case-specific details not provided.

Event description:
Attorney alleges multiple patients he represents have experience unspecified injury and allege they may have required additional medical/surgical treatment. Attorney alleges this patient was treated with a 3dmax mesh. Case-specific details not provided. Addendum per information provided by patient's attorney: (B)(6) 2012 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of two 3dmax mesh (device #1 & device #2). Per operative notes, ¿a small incision was made inferolateral to the umbilicus on the right side, the hernia sac was reduced and a 3dmax mesh was placed. Same procedure was repeated on the left side.¿ (B)(6) 2013 - patient was diagnosed with incisional hernia, recurrent right inguinal hernia and abdominal pain thereby underwent open repair. Per operative notes, ¿transverse skin incision over defect was made, omentum was dissected free and reduced. Prolene suture was used to close the incisional hernia defect. Dissection down to external oblique, large amount of preperitoneal fat-lipoma protruding through external ring. Probable recurrent hernia sac at base, repaired with prolene synthetic mesh. (Note, there was no mention/visualization of 3dmax mesh during this repair) (B)(6) 2014 - patient had discomfort, numbness in right groin without evidence of hernia recurrence. Addendum per additional information provided: (B)(6) 2024 - patient was diagnosed with recurrent right femoral hernia thereby underwent repair with the implant of synthetic mesh. Per operative notes ¿there was a large femoral hernia containing fat which was excised and a small recurrent hernia around the medial side of the inguinal canal which was reduced. The hernia was repaired with an extra-large synthetic mesh.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges unspecified adverse patient outcome associated with the use of hernia mesh. The degree to which the device used to treat the patient may have caused or contributed to a post-op complication is unknown. No lot number has been provided; a review of the manufacturing records is not possible. Addendum #1: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of 3dmax mesh, patient was diagnosed with hernia recurrence and scar tissue thereby underwent repair. Hernia recurrence is a known inherent risk of surgery. The instructions-for-use supplied with the device list hernia recurrence as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum #2: this supplemental emdr is submitted to document additional information provided to update the relevant lab data and history. As reported while undergoing repair of a recurrent femoral hernia a recurrent inguinal hernia was noted. This is a patient with a history of recurrent hernias and based on the additional information received, no conclusions can be made as the degree to which the device used to treat the patient may have caused or contributed to the post implant inguinal hernia recurrence. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.